Event description:
Patient reported left side rupture, breast rash, "encapsulated", burning in chest, swelling under left armpit, lymph node swelling, and a exchange of textured devices due to product concern. Healthcare professional confirmed "left side rupture (confirmed with MRI unknown date) and a removal from textured to smooth due to the concerns of the product". Device remains implanted.

Manufacturer narrative:
Explant date reported.

Event description:
Patient reported left side rupture, breast rash, "encapsulated", burning in chest, swelling under left armpit, lymph node swelling, and a exchange of textured devices due to product concern. Healthcare professional confirmed "left side rupture (confirmed with MRI unknown date) and a removal from textured to smooth due to the concerns of the product". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "lymph node swelling".

Event description:
Patient reported left side rupture, breast rash, "encapsulated", burning in chest, swelling under left armpit, lymph node swelling, and a exchange of textured devices due to product concern. Device remains implanted.